Manufacturer narrative:
Pump was received with intermittent button response due to flattened b button and act button dome switch. Keypad connector was fully locked. Unit had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
Customer reported of not being able to remove battery cap with coin or flat head screwdriver. Customer's blood glucose was unknown. Insulin pump would need to be replaced.